Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. On follow up, computed tomography angiogram (cta) showed a potential type 3b endoleak. The physician elected to reline the initial device by implanting a non-endologix stent to seal the endoleak. There have been no additional adverse events reported for this patient.